Manufacturer narrative:
The insulin pump had a motor error alarm and a motion sensor test failure alarm during rewind due to problem isolated to the mother board. Unable to confirm the motor position encoder error alarm due to an erased history file. Unable to perform the displacement test due to a motor error alarm. The insulin pump had a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had motion sensor test failure alarm, motor position encoder error alarm, and motor error alarm. The blood glucose at the time of the incident was 260 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.